Manufacturer narrative:
Internal complaint reference: (B)(4). Wolf, s., johannessen, a. C., ellison, p., furnes, o., hallan, g., rogg, k., skarstein, k., & høl, p. J. (2022). Iinflammatory tissue reactions around aseptically loose cemented hip prostheses: a retrieval study of the spectron ef stem with reflection all-poly acetabular cup. Journal of biomedical materials research part b: applied biomaterials, 110(7), 1624-1636. Https://doi.org/10.1002/jbm.b.35023. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "inflammatory tissue reactions around aseptically loose cemented hip prostheses: a retrieval study of the spectron ef stem with reflection all-poly acetabular cup" 97 months after a tha surgery, where an spectron ef stem and a reflection non-crosslinked all-polly cup were implanted, the patient underwent a revision surgery due to loosening of the cup and the stem, and osteolysis. The study determined that both the stem and the cup were worn, additionally pe, cr, co and zn particles were present in the periprosthetic tissue. Current health status of the patient is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference number: (B)(4) section h6 (investigation conclusions) was corrected.

Event description:
On the literature review "inflammatory tissue reactions around aseptically loose cemented hip prostheses: a retrieval study of the spectron ef stem with reflection all-poly acetabular cup", it was reported that, after undergoing tha on (B)(6) 1999 due to idiopathic coxarthrosis, during which a spectron ef stem and a reflection non-crosslinked cup were placed, the patient experienced osteolysis, as well as cup and femoral stem loosening. These events were addressed by performing a revision surgery on (B)(6) 2007, where both components were replaced. The study determined that both the stem and the cup were worn. Additionally, pe, cr, co and zn particles were present in the periprosthetic tissue. Patient¿s current health status is unknown.

Manufacturer narrative:
Internal complaint reference number: (B)(6) section h6 (type of investigation and investigation findings) was corrected.